Event description:
The customer reported that during a neurosurgery procedure the footswitch continued to activate even after the pedal was released. A very minor pt burn occurred. The burn did not require treatment.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.